Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several automatic mode switch episodes due to noise on the right atrial lead were noted. No intervention was performed and the patient was in stable condition and will continue to be monitored.